Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the trained physician attempted an arteriotomy closure with a starclose vascular closure system after an intervention procedure. After firing the clip, the device was found to be stuck. Although, at first it was not possible to remove the device the physician had achieved hemostasis. Additional information received indicated force was used to remove the device and it was found the safety release button was not used. The vessel locator wings were also found to be closed when the device was removed. No additional information available.